Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump was over delivering because it just automatically delivered a bolus. Customer was experienced low blood glucose level of 62 mg/dl. Customer was on auto mode at the time of low blood glucose event. The customer reported that the insulin pump passed the self test. Troubleshooting was done for low blood glucose and over delivery. The customer was treated for the low blood glucose with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will be returned for analysis.